Event description:
It was reported that the home patient (hp) had a system error 2267 (air in tubing) on the homechoice (hc) during fill six of eight. The registered nurse (rn) stated the heater bag was empty so they took the heater bag off and connected the supply bag in the fill cycle. The technical service representative (tsr) explained the message to the registered nurse, advised they complete therapy with manual supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, disconnecting the heater bag and connecting the supply bag is a known cause of this issue. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide instructs the user not to attempt to reuse any disposable supplies. The patient guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The patient guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.